Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that after a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the large suture cut needle driver instrument had a broken cable. The user completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected before use, and no damage was found. The reporter did not have any additional information regarding the broken cable. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations found the instrument to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may have contributed.

Event description:
Refer to h10/h11 for follow-up information.